Manufacturer narrative:
Name- medtronic minimed.street-18000 devonshire street.city- northridge web. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that there was infusion flow blockage due to bent cannula and pain at site on (B)(6) 2026.